Event description:
It was reported by a company representative that a vns patient was looking to have her device explanted due to the fact that she experienced down mood, tight feeling in throat, vibration sensation in neck, nausea, headaches, and pain in the back of the neck. Information was received previously by the area representative indicating the patient wanted her vns programmed off due to the fact that it was broken as she was hugged by a (B)(6) individual. Diagnostics at the time of event were system test: within normal limits. Patient was informed device was not broken; however patient wanted the device off. At the moment good faith attempts to obtain further information from the patient's treating neurologist have been unsuccessful to date.